Event description:
It was reported that a pt underwent a gynecological procedure on (B) (6) 2009. During the procedure, the pneumatic switch on the motor drive unit was found to be broken. There were no adverse pt consequences.

Manufacturer narrative:
(B) (4). Broken pneumatic switch. No conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.